Event description:
In 2008, a home pt (hp) contacted baxter's technical service rep (tsr) regarding a system error 2240 (air in line) alarm and 2367 (due to the previous 2240) alarm that appeared on the home choice (hc) display during dwell 2 of 3. Cause for the 2240/2367 alarms could not be identified during troubleshooting with the tsr. The tsr explained and cleared both of the alarms, and advised the hp to discard the supplies. The hcp was connected at the time of alarm. There was no pt injury or medical intervention indicated at the time of the initial report. During a follow up call on the following month, the dialysis nurse stated the hp was admitted to the hospital for peritonitis on two days later. The nurse stated that the hp's caregivers called and stated that the hp was in pain and the bag was cloudy. The nurse told the caregivers to flush out 3 times and meet her at the clinic. The nurse received a call back and was told that the hp was in too much pain, so the nurse told the caregivers to take the hp to the emergency room. The hp started hemodialysis in the hospital on the following day, and then continued hemodialysis in the clinic on two days later. The nurse believes the cause for the peritonitis to be poor technique.

Manufacturer narrative:
The home pt discarded the sample.